Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced hyperglycemia event on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was 345 mg/dl at the time of the event and got treated with insulin pen.the blood glucose level was high for 3-4 hours. No further information available.